Manufacturer narrative:
Device received with minor scratches on lcd display window noted. The test reservoir was able to lock in place. Device received with intermittent button response due to flattened dome switch on act button and connector was unlocked on lcd board noted. Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. No unexpected low battery alarm or rewind anomaly were noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were sticking after pressing, hard to read due to rainbow effect. The customer's blood glucose value was unknown. The customer stated that the insulin pump had to rewind more than once, buttons were not always respond after first press, had rejected new battery. The insulin pump will not be returned for analysis.